Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that a smudge artifact was recognized on the first few slices that looked like bone near the brain-bone interface. Philips service confirmed that there was no misinterpretation, mistreatment or rescan of the patient. The in-house bio-med worked with philips applications to reprocess the images with no difference in the images.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 a customer reported that a smudge artifact was visualized and recognized on a CT brain study. The artifact was on the first few slices and looked like bone, was round, and near the bone brain interface. The artifact was recognized and there was no misinterpretation, misdiagnosis, mistreatment, or a rescan to the patient. The fse reported that the artifact has not been seen since and that no action was taken. The fse also stated that no parts were replaced in regards to this issue. The fse confirmed that the raw data was not available and that there have been no further instances of this issue at this site; therefore, the allegations of the smudge artifact could not be confirmed.. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: daily and monthly image quality checks by operator. IFU shall include a note that the operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. Instruction in IFU to perform air calibration. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. Probable cause was not able to be determined due to the lack of raw data, bug report, and image data being available for engineering evaluation.

Event description:
The customer reported that a smudge artifact was recognized on the first few slices that looked like bone near the brain-bone interface. Philips service confirmed that there was no mis-interpretation, mis-treatment or rescan of the patient. The in-house bio-med worked with philips applications to reprocess the images with no difference in the images.